Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 the customer alleged short battery life and was hospitalized for high blood glucoses. Device passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0873 inches. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. Unit had high sleep current measurement. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No pump error 25 or replace battery alert noted in the pump trace download. However, unit had unexpected low battery alert confirmed in the pump history on (B)(6) 2021 at 10:22pm and on (B)(6) 2021 at 3:16am. Therefore, battery change occurred in less than 1 week. During visual inspection, the force sensor was corroded. The motor and electronic assemblies had moisture damage. The battery tube was severely corroded battery tube and battery cap contact was also corroded. The test p-cap and reservoir does lock in place in the reservoir compartment. The following were noted during visual inspection: scratched display window cover, scratched case, stained keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button, cracked battery tube threads, cracked case at the corner of the belt clip rail and cracked retainer. Unable to verify customer alleged for high blood glucoses. Unexpected battery power loss and low battery alert less than 1 week confirmed due to moisture damage on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the self test, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0873 inches. Device had high sleep current measurement due to corroded electronic assembly. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No pump error 25 or replace battery alert noted in the device trace download. Device had unexpected low battery alert, unexpected power loss alarm and unexpected replace battery now alarm due to corroded electronic assembly. Device uploaded properly using carelink. However, during visual inspection, the force sensor was corroded. The motor had moisture damage. The battery tube was severely corroded battery tube and battery cap contact was also corroded. Device had minor scratched display window, scratched display window cover, scratched case, stained keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button, cracked battery tube threads, cracked case at the corner of the belt clip rail and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized and were in emergency medical services due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2021. Customer's blood glucose level was 400 mg/dl at the time of hospitalization. Customer's current blood glucose level was 288 mg/dl. Customer was treated with insulin drip for high blood glucose level. It was unknown whether the auto mode feature was active at time of high blood glucose event. Customer was assisted with troubleshooting for high blood glucose level. Customer had a replace battery alert with prior low battery alert. Customer stated that the battery cap was not loose, cracked or damaged. Customer stated that there was second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after low battery warning the insulin pump will be returned for analysis.